Event description:
The customer has reported that the holsters is not allowing the capital to be activated prior to a breast biopsy. Another holster was used to complete the procedure. There have been no patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. It was found that excessive fluid ingress was causing the drive shaft and bushing to stick together. To correct the issue, the drive shaft and bushing were replaced. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.